Manufacturer narrative:
Occupation: other, senior counsel, litigation. (B)(4). As reported a patient underwent placement of a trap ease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture and thrombosis in the inferior vena cava (ivc). The information provided indicates that the indication for filter placement was deep vein thrombosis (dvt). The patient was treated with anticoagulation (coumadin) for six months post implant. The patient had not had any episodes of dvt or pulmonary embolism (pe) after the filter was implanted. Approximately fourteen years post implant, the patient presented with back and low extremity pain; ultrasound showed extensive occlusive dvt of lower extremities. The patient was also diagnosed with iliocaval thrombosis and administered tpa. CT venography also demonstrated occlusive thrombus up to the level of the filter. It was decided to attempt thrombolysis and filter retrieval. The filter was successfully removed; however, intravascular ultrasound noted a fracture fragment embedded in the wall of the ivc that could not be removed. Following catheter directed thrombolysis, there was resolution of the thrombi in the ivc, common iliac, external iliac and common femoral veins. The patient reportedly tolerated the procedure well without complication. Later that day, the patient was noted to be tachycardic and complaining of numbness and tingling in the bilateral lower extremities. The patient was provided with pain medication, and it was noted that the foley catheter was draining dark red urine with a drop in hematocrit and hemoglobin. The patient was also noted to be hypotensive, with blood pressure documented as 80/50, and the patient was complaining of epigastric pain. The patient later became unresponsive and lost pulses, a code was called. Shortly after, the patient experienced pulseless electrical activity (pea). During the code, it was decided to give tpa as a life saving measure, the patient had already been in cardiac arrest for 15 minutes and was not a candidate for extracorporeal membrane oxygenation (ECMO). The patient was also given 2 units of packed red blood cells for anemia which was felt to be anemia post thrombectomy procedure related. The patient was resuscitated and transferred to the cardiovascular intensive care unit (cvicu). Upon arrival to the cvicu an additional 50 mg of tpa was administered. Following administration, the patient¿s oxygen saturation and blood pressure dropped, and the patient lost pulses. CPR was successfully administered. Approximately an hour later a repeat cbc showed a hemoglobin of 4.8 and hematocrit of 15.2. The patient was taken to interventional radiology in unstable condition on 3 vasopressors. Shortly after the procedure began the patient went into pea arrest, CPR was initiated and was resuscitated for 1 hour. Massive transfusion protocol was initiated. At some point during the efforts, the left femoral 9fr cordis sheath was dislodged, manual pressure was applied for the duration of the case. The record indicated that there was no obvious source of bleeding noted. It was decided to transfer the patient for a CT of the thorax, abdomen and pelvis; however, given the persistent metabolic derangement with an unknown cause and the inability to safely transfer to CT scan it was decided to allow the patient to expire in the room with family present. The autopsy report noted the absence of blood clots or pulmonary embolism, but noted significant collections of blood within the thoracic, peritoneal and retroperitoneal spaces. There was no mention of the fractured retained/fragmented filter strut in the report. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following implant, the predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Trapease ivc filters are indicated for permanent placement. Blood clots, clotting, and thrombosis and/or occlusion within the device or the ivc and/or the vasculature does not represent a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and vessel characteristics. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Review of the information suggests procedural factors may have contributed to the report of filter fracture. Pain does not represent a device malfunction and may be related to manifestation of disease states. With the limited details of the procedures and autopsy report provided, it is unclear what lead to the significant collections of blood within the thoracic, peritoneal and retroperitoneal spaces. However, there are procedural aspects of the filter retrieval and thrombolytic procedure that can lead to perforation of an organ or vessel or extravasation while inserting a sheath, catheter or wire. That, in conjunction with the administration of thrombolytic agents, can lead to hemorrhagic shock and cardiopulmonary arrest. Bleeding, from minor to major, is a known adverse event associated with the use of thrombolytics. With the information provided a definitive clinical conclusion cannot be determined. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal notice, the patient underwent placement of a trap ease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to fracture and thrombosis in the inferior vena cava (ivc). The records noted that the indication for filter placement was deep vein thrombosis (dvt). The patient was treated with anticoagulation (coumadin) for six months post implant. The patient had not had any episodes of dvt or pe after the filter was implanted. Approximately fourteen years post implant, the patient presented with back and low extremity pain; ultrasound showed extensive occlusive dvt of lower extremities. Patient was also diagnosed with iliocaval thrombosis and administered tpa. CT venography also demonstrated occlusive thrombus up to the level of the filter. It was decided to attempt thrombolysis and filter retrieval. The filter was successfully removed; however, intravascular ultrasound noted a fracture fragment embedded in the wall of the ivc that could not be removed. Following catheter directed thrombolysis, there was resolution of the thrombi in the ivc, common iliac, external iliac and common femoral veins. The patient reportedly tolerated the procedure well without complication. Later that day, the patient was noted to be tachycardic and complaining of numbness and tingling in the bilateral lower extremities. The patient was provided with pain medication, and it was noted that the foley catheter was draining dark red urine. A complete blood count was performed and noted a drop in hematocrit and hemoglobin. It was also observed that the patient was hypotensive with blood pressure documented as 80/50 and the patient was complaining of epigastric pain. The patient later became unresponsive and lost pulses, a code was called. Shortly after, the patient experienced pulseless electrical activity (pea). During the code, it was decided to give tpa as a life saving measure, the patient had already been in cardiac arrest for 15 minutes and was not a candidate for extracorporeal membrane oxygenation (ECMO). The patient was also given 2 units of packed red blood cells for anemia which was felt to be anemia post thrombectomy procedure related. The patient was resuscitated and transferred to the cardiovascular intensive care unit (cvicu). Upon arrival to the cvicu an additional 50 mg of tpa was administered. Following administration, the patient¿s oxygen saturation and blood pressure dropped, and the patient lost pulses. CPR was successfully administered. Approximately an hour later a repeat cbc showed a hemoglobin of 4.8 and hematocrit of 15.2. The patient was taken to interventional radiology in unstable condition on 3 vasopressors. Shortly after the procedure began the patient went into pea arrest, CPR was initiated and was resuscitated for 1 hour. Massive transfusion protocol was initiated. At some point during the efforts, the left femoral 9 fr cordis sheath was dislodged, manual pressure was applied for the duration of the case. The record indicated, in brief there was no obvious source of bleeding noted. It was decided to transfer the patient for a CT of the thorax, abdomen and pelvis; however, given the persistent metabolic derangement with an unknown cause and the inability to safely transfer to CT scan it was decided to allow the patient to expire in the room with family present. The autopsy report noted the absence of blood clots or pulmonary embolism, but noted significant collections of blood within the thoracic, peritoneal and retroperitoneal spaces. There was no mention of the fractured retained/fragmented filter strut in the report.